Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced two low blood glucose events that required medical attention. The first event was in mid-june in which she visited the ER for a blood glucose of 28 mg/dl. The second ER visit was due to a blood glucose of 42 mg/dl; this was the reading post-glucagon shot. The customer also had a low last night, which she treated with orange juice and sugar; the patient's blood glucose was 31 mg/dl. The customer stated that in the summer she believes that her body is more sensitive to the heat. No products were returned or replaced.